Event description:
It was reported that during patient use, the device lost power a few minutes after unplugging from ac power and operating on battery source. The device was used in ac power for several hours before customer attempted to use it on dc. Users switched the patient to another defibrillator and continued care. The reported issue had no adverse effect on the patient.

Manufacturer narrative:
(B) (4). The facility biomed evaluated the device on ac and dc power and was unable to duplicate the reported problem. There was no failure found with the device or battery. The cause of the failure was not determined. The device has not been returned to physio-control for evaluation; therefore, further investigation on the reported event could not be performed.